Manufacturer narrative:
(B)(4).

Event description:
It was reported that the estimated longevity had decreased by 15 months in a 3 month period. Diagnostic anomaly was suspected. Programmer session records could not be obtained.